Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead had a rising defibrillation impedance. The suspected cause was a lead fracture. No changes or interventions were reported. There were no patient consequences.